Event description:
The consumer reported that they didn't know what the patient did, but their amplitude went from 3.6 to 3.8 volts. It was stated they tried to read the manual but said it was hard to understand. It was noted that it needed to be modified and that it said the same thing. It was indicated that the consumer was walked through on how to lower stimulation to 3.6 volts, and troubleshooting resolved the reported issue. It was noted that they had just come from the emergency room (ER) because the patient¿s medication wasn't working. The patient was on levodopa carbidopa. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.